Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u17.

Event description:
The customer reported that their device locks up right when its powered on. This was observed during testing and there was no patient use associated with the reported failure.